Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw using bd vacutainer® eclipse¿ blood collection needle, air bubbles and foaming are seen in an unspecified number of specimens. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd did not receive samples or photos. Therefore, 10 retained samples were subjected to functional testing to assess insufficient blood flow during use. All samples passed testing, exhibiting no signs of defects to the device, air bubbles, leakage, or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood draw using bd vacutainer® eclipse¿ blood collection needle, air bubbles and foaming are seen in an unspecified number of specimens. No adverse impact was reported regarding the patient or user.